Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached but the wire anchor was still within the catheter. The device was observed under magnification and there was no damage to the proximal pierce hole. A functional evaluation was not performed due to the device condition (cutting wire detached.) Destructive and material analyses were performed by tearing the device and removing the internal parts. When the device was inspected under x-ray, there was evidence of a lack of welding between the cutting wire and the anchor. No other problems with the device were noted. The reported event was confirmed. The product analysis revealed that the cutting wire was detached form the notch. The distal tip components were inspected under x-ray, and the images revealed evidence of lack of welding between the cutting wire and the anchor. This determined that the problem was probably due to manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a choledocholithotomy procedure in the gall bladder performed on (B)(6) 2021. During preparation outside the patient, the cutting wire of the autotome rx 44 did not bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: detached cutting wire with evidence of lack of welding between the cutting wire and the anchor.